Manufacturer narrative:
This supplemental report is being submitted to provide an additional result of the legal manufacturer's final investigation. The distal end of the bronchovideoscope was found to be burned which was cause of the incident was that the user accidentally activated the high frequency endotherapy accessories while the tip of the accessories was inside the distal end of the scope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h3. Additional information: b5. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the cause of the incident was that the user accidentally activated the high-frequency endotherapy accessories while the tip of the accessories was inside the distal end of the scope. The event can be detected/prevented by following the instructions for use, which state: instructions operation manual chapter 3 preparation and inspection_ 3.3 inspection of the endoscope instructions operation manual chapter 4 operation_ 4.3 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was supplied by the customer. In error the doctor later reported using the high frequency endo therapy accessory for demo purpose, by mistake he fire when tip inside to distal end.

Event description:
It was reported during reprocessing the subject device had the probe cover (c-cover) burned instrument channel outlet at the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.